Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer troubleshot with philips technical support. The customer replaced the external o2 sensor to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator generated a high o2 alarm. There was no patient involvement. The event date was not specified; estimate used.